Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red, yellow encapsulation and brown particle materials on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker IV "lobed contours showing folds and undulations" and "patient mentioned the recall and was worried due to bia-alcl" device remains implanted. This is for the right side.